Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
A device was returned to a third-party repair center for service. The device was not in patient use. During the service evaluation of the device, the third-party repair center visually inspected the device and found corrosion on the power supply connectors. The device was not able to power up. The third-party repair center performed the disposition of the device. There was no report of patient or user harm or injury. The manufacturer is submitting a final report at this time.

Manufacturer narrative:
H3 other text : sent to a third-party service center.